Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 280 mg/dl. The customer stated that they were mowing the grass and got hot. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked display window corner.